Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {(B)(6) 2025}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with poor cardiac function, moderate mitral regurgitation (mr), a pre-implant balloon aortic valvuloplasty (bav) was performed due to bulky non-coronary cusp (ncc) calcification using a 22 mm non-medtronic balloon. During the pre-implant bav, the inflation was slower and longer as it was "harder than usual". When deflation was performed, the patient's blood pressure returned to normal. Blood pressure controlling medication was administered. The first pre-bav was not fully inflated, so a second pre-bav was performed. The patient's blood pressure began to drop when the aortic valve was crossed by the balloon, so inflation was performed immediately. After the second bav, the blood pressure did not recover despite dobutamine and norepinephrine administration. Chest compressions were performed while preparing extracorporeal membrane oxygenation (ECMO). Perfusion was initiated. At this time, the mr had become severe, and the central venous pressure had also increased. Perfusion was started at 3 liters. The patient's condition became stable and the valve was left in place. The valveappeared to be too deep on the left coronary cusp (lcc) and too shallow on the non-coronary cusp (ncc); therefore, recapture was pe rformed. As a result, a high placement height and intrinsic rhythm was noted, so the device was fully released. With full release, the hemodynamics gradually recovered. ECMO was removed and the patient left the operating room. They returned to the intensive care unit with artificial respiration management.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with poor cardiac function, moderate mitral regurgitation (mr), a pre-implant balloon aortic valvuloplasty (bav) was performed due to bulky non-coronary cusp (ncc) calcification using a 22 mm non-medtronic balloon. During the pre-implant bav, the inflation was slower and longer as it was "harder than usual". When deflation was performed, the patient's blood pressure returned to normal. Blood pressure controlling medication was administered. The first pre-bav was not fully inflated, so a second pre-bav was performed. The patient's blood pressure began to drop when the aortic valve was crossed by the balloon, so inflation was performed immediately. After the second bav, the blood pressure did not recover despite dobutamine and norepinephrine administration. Chest compressions were performed while preparing extracorporeal membrane oxygenation (ECMO). Perfusion was initiated. At this time, the mr had become severe, and the central venous pressure had also increased. Perfusion was started at 3 liters. The patient's condition became stable and the valve was left in place. The valveappeared to be too deep on the left coronary cusp (lcc) and too shallow on the non-coronary cusp (ncc); therefore, recapture was pe rformed. As a result, a high placement height and intrinsic rhythm was noted, so the device was fully released. With full release, the hemodynamics gradually recovered. ECMO was removed and the patient left the operating room. They returned to the ICU with artificial respiration management. Additional information was received indicating that the conduction disturbance that occurred was a complete heart block. During the procedure, following extracorporeal membrane oxygenation initiation, the patient's blood pressure improved and central venous pressure stabilized. After this, the delivery catheter system (dcs) was inserted into the patient and advanced to the annulus. The valve was deployed and recaptured once due to shallow positioning. The valve was fully release on a second deployment attempt. Of note, 30-minutes passed between dcs insertion and full release. Following the procedure, the patient's intrinsic rhythm improved in the intensive care unit and a permanent pacemaker implant was not performed.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.